Manufacturer narrative:
This is 5 of 6 reports (5th MDR).

Event description:
It was reported during the procedure the stent couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection. The patient¿s level of consciousness (jcs) was 1-3. The physician did not know the causal relationship with the subject catheter or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
H3 reason code ¿ other ¿ added h3 other text : the device is not available to the manufacturer.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. Although the DHR (device history record) could not be reviewed because the lot number remains unknown. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿patient stroke¿, ¿patient complications¿ and ¿patient abnormal imaging findings¿ is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.